Event description:
It was reported that patient presented with acute infection and a surgical intervention will be performed, the neck will be exchange.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical group concluded, insufficient clinically relevant supporting documentation was provided to perform a thorough medical investigation; therefore, no further medical assessment is warranted at this time. Should additional clinically relevant supporting documentation be provided, the clinical/medical task may be re-evaluated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.